Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit turned off when unplugged. There was no patient involvement reported.